Event description:
Additional information was received from healthcare professional stating that on (B)(6) 2018, xrays were done showing lead in proper position however there was no improvement in symptoms. Patient was explant on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient switched to program 6 on (B)(6) 2018, but was not feeling stimulation. The patient then indicated that the bandage came off of their back and there was blood on the bandage. Additionally, the patient indicated that they thought the lead may have come out because their back was bleeding and they were no longer feeling stimulation. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.